Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found to be broken after the sterilization process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. The device was returned for further examination. Visual examination concludes that the returned tasp exhibits signs of repeated use ( nicked or gouged ) with the post feature fractured off, all pieces returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined with information available as frequency of use is unknown, as condition of use is unknown, and surgical technique was followed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.